Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned sheath revealed the following: curvature on the sheath shaft, liner fully expanded and tip opened as designed, liner delaminated fully circumferentially approximately 4 inches from the distal tip, c-marker band was present, and strain relief was folded at the distal end. Due to the nature of the complaint, no applicable functional testing or dimensional testing was able to be performed. The complaint for "general risk - failure - sheath liner delamination" was confirmed based on the evaluation of the returned device. However, no manufacturing non-conformances were identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "post-deployment, the physician was unable to pull the commander back into the sheath as they had realized that the balloon had ruptured-the device was getting caught at the distal tip area- the team thinks that the catheter was kinked from being over torqued, so the balloon may not have deflated fully." Per the training manual, "ensure the balloon is completely deflated" prior to delivery system withdrawal. If the balloon was not deflated fully and residual fluid remained, the balloon is more susceptible to catching on to the sheath liner during withdrawal due to its altered profile. If excessive manipulation was used to overcome withdrawal difficulty, it may cause the sheath liner to delaminate. As such, available information suggests that procedural factors (residual fluid in balloon, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2022 10301.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral mitral procedure with a 29mm sapien 3 valve in the mitral position inside a pre-existing surgical valve. The valve was deployed without issue. Post-deployment, the physician was unable to pull the commander back into the sheath as they had realized that the balloon had ruptured. The team attempted to cut and disassemble the commander in hopes of being able to pull out the esheath and swap it for a larger bore gore sheath to swallow the balloon. The attempt failed and a piece of the balloon sheared away completely. The team had to perform a cut down to the vein to retrieve the balloon fragment. This was successful and procedure was completed without further incident. As per follow-up with the fcs, the device was getting caught at the distal tip area. There was coaxial alignment of the delivery system upon re-entry into the distal end of the sheath. The team thinks that the catheter was kinked from being over torqued, so the balloon may not have deflated fully. The balloon tore at some point while trying to pull it through the sheath, they cannot say for sure. They waited at least 3 minutes between deflation and withdrawal as they were performing an echo after deployment. The catheter was cut close to the commander handle and balloon was torn/sheared and sheared from the catheter. Per pre-decontamination findings in the lab, the returned 16fr esheath showed the liner was delaminated fully circumferentially approx. 4 inches from the distal tip.